Manufacturer narrative:
Initial.

Event description:
It was reported that the user received alert 38 indicating a motor stall after a recent supply change, was unable to proceed when attempting to reuse the same supplies, and a dry run advanced to 120 units while blood glucose was 142 mg/dl, consistent with a failure to infuse involving the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications problem and a component-related issue consistent with a stalled motor leading to failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.